Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy and was observed via remote transmission. Patient was engaged in physical activity at the time of the therapy. Programming changes were recommended.